Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via a phone call, he was having issues with the meter during troubleshooting customer went on to state customer was hospitalized for diabetic ketoacidosis and then experience a low blood glucose right after. Customer declined troubleshooting for the low and high blood glucose and is not returning the device for analysis.